Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The investigation methods, results and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the super capacitor revealed an electrolyte leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a leaking capacitor. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.